Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to gear wheel 3. The analysis interrogation report indicated the pump infused unknown morphine (20.0mg/ml, 4.853mg/day; simple continuous).

Event description:
The product was returned with no device allegation. The pump was returned for disposal only. There was no indication of patient harm. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.